Event description:
I used the abbott lingo cgm biosensor for five days beginning on (B)(6) 2025. I experienced localized redness and discomfort at the site on my right upper arm and removed the sensor on (B)(6) 2025. The symptoms worsened over the following 24 hours, leading to a diagnosis of cellulitis by a physician at (B)(6) urgent care on (B)(6). I was prescribed oral antibiotics. On (B)(6), I was evaluated at the (B)(6) hospital emergency department due to increasing swelling, warmth, and pain at the site. Physical examination and point-of-care ultrasound revealed a fluid collection consistent with an abscess. I underwent an in-department incision and drainage (I&d) procedure to evacuate purulent material. The procedure was successful, and I was discharged with continued antibiotics and follow-up instructions. The lingo app indicated a premature expiration of the biosensor. I had exercised and showered with the sensor in place, which are permitted by the manufacturer. The device serial number was (B)(6). The sensor had already been discarded at the time of reporting. The adverse event was significant and required both urgent and emergency medical care, a minor surgical procedure, and prescription antibiotics. Physical exam showed erythema, swelling, and warmth, no systemic symptoms present. Incision and drainage performed same day.